Event description:
Procedure type: inguinal hernia repair. Surgeon implanted mesh on (B)(6) 2007. Patient subsequently underwent fluid aspiration of groin area. Patient admitted/operated on (B)(6) 2012, mesh removed. Required 2nd surgery. Mesh was removed along with surrounding tissue and fluid. Do not know if new mesh was implanted. Recurrent inguinal hernia surgery/removal of mesh and fluid. Pre-op diagnosis: inguinal hernia/fluid aspirate. Medical history: seroma/hematoma.

Manufacturer narrative:
(B)(4).